Manufacturer narrative:
Female patient with skin type v-vi, presented with a small linear keloid scar (of ~4mm in length) 1 month post morpheus8 treatment, situated on the border of the left upper malar and periorbital regions. No technical issues were found in the device during inspection. No earlier post treatment photos were taken, and therefore it's unknown whether some lesion preceded the formation of this keloid scar. Treatment settings were very conservative and presumably could not have caused a burn. However, the operator used a tip compatible with larger treatment areas than the periorbital, which could have led to incomplete contact and a burn. Also, it's unknown whether the patient was aware of her predisposition to keloid scar formation, which is included in the contraindications list, and declared this to the operator. The exact root cause of this scar cannot be established, and the case is reported based on the low probability of its relatedness to morpheus8 device.

Event description:
Keloid scar under left eye.